Manufacturer narrative:
This report is related to report 9616099-2020-04034. As reported, the 2mmx30cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was attempted to perform a plain old balloon angioplasty (poba) at the first lesion located at the right superficial femoral artery; however, it ruptured within its nominal pressure. The device was replaced with a new 5mm non-cordis device and it was successful, so a non-cordis stent was implanted at the first lesion. A new 3mmx30cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was also attempted to perform a plain old balloon angioplasty (poba) at the second lesion located at the back of the knee; however, it also ruptured within its nominal pressure. Therefore, it was also replaced with new 2mm non-cordis balloon catheter and it did performed the poba and ¿succeeded in forming an arch¿. Another saber (2.5-300) was also used to performed poba at anterior tibial artery (ata) and posterior tibial artery (pta). The procedure was then completed. There was no reported patient injury. Both lesions had chronic total occlusion (cto). In the first lesion, an ipsilateral approach was made. The balloon catheter was used in conjunction with non-cordis guidewire and non-cordis support catheter that ¿were made wiring¿, but both could not cross the lesion due to severe calcification. Then another two non-cordis guidewires were then used to cross the lesion. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot: 82186723 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at / below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion may have contributed to the reported events. Chronically occluded vessels along with severe calcification make crossing into the lesion difficult; it is likely damage to balloon material occurred in the attempt to cross. However, without return of the products for analysis it is difficult to draw a clinical conclusion between the devices and the reported events. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This report is related to report 9616099-2020-04034. A review of the manufacturing documentation associated with lot 82186723 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 2mmx30cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was attempted to perform a plain old balloon angioplasty (poba) at the first lesion located at the right superficial femoral artery; however, it ruptured within its nominal pressure. The device was replaced with a new 5mm non-cordis device and it was successful, so a non-cordis stent was implanted at the first lesion. A new 3mmx30cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was also attempted to perform a plain old balloon angioplasty (poba) at the second lesion located at the back of the knee; however, it also ruptured within its nominal pressure. Therefore, it was also replaced with new 2mm non-cordis balloon catheter and it did performed the poba and ¿succeeded in forming an arch¿. Another saber (2.5-300) was also used to performed poba at anterior tibial artery (ata) and posterior tibial artery (pta). The procedure was then completed. There was no reported patient injury. Both lesions had chronic total occlusion (cto). In the first lesion, an ipsilateral approach was made. The balloon catheter was used in conjunction with non-cordis guidewire and non-cordis support catheter that ¿were made wiring¿, but both could not cross the lesion due to severe calcification. Then another two non-cordis guidewires were then used to cross the lesion. Both complaint devices will not be returned for evaluation as both devices were already discarded.